Event description:
This is filed to report the partial clip movement on the mitral valve leaflet that occurred after deployment of the mitraclip (50225u160), which has the potential to cause or contribute to leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with prolapse of the posterior leaflet. One mitraclip (50225u204) was successfully implanted and the mr was reduced to 3. The second clip delivery system (cds 50225u160) was advanced to the mitral valve leaflets and the clip was deployed. The mr was reduced to 2; however, 15 minutes after deployment, it was observed that the second clip partially detached by 1/3 from the posterior leaflet and remained completely attached to the anterior leaflet. The mr grade remained at 2. No further treatment was performed and the patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets (partial clip movement) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, partial clip movement may be influenced by morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is possible that the prolapse of the posterior leaflet contributed to the reported clip movement following deployment; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported partial clip movement on the leaflets cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for partial clip movement on the leaflets from this lot. Based on the information reviewed, there is no indication of a product deficiency.